Event description:
It was reported an inaccurate delivery of bivalrudin. The bivalrudin infusion was manually programmed, and the event occurred 03feb2025 at 0400-0900. There was no information provided regarding the infusion details (rate, vtbi, actual volume infused). Customer states "when the oncoming clinician came onto shift, it (the medication) was at an incorrect rate. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, other occupation, report source other. Correction: initial reporter occupation, report source. Additional information: device available for eval?, returned to manufacturer on, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of the reported inaccurate delivery was not identified during the investigation. ¿laboratory test performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended. ¿the event was reported to have occurred on (B)(6) 2025. The event time was reported as from 4:00 am to 9:00 am. ¿on (B)(6) 2025 at 4:55 am the unit was selected, and the user delayed the infusion for ten (10) minutes. ¿at 5:02 am the pump module was selected, and the user canceled the delay. The infusion was started. ¿at 10:17 am the pump module was selected, and the user paused the infusion. ¿from 10:27 am to 10:30 am the pump module did a callback before infusion, the unit was selected and the infusion was started. ¿inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿the bezel was found to be a third party-part. Facilities have been informed by the third-party parts notice, dated 07 february 2022, that only original bd parts and components are to be used in any maintenance, repair, or use with bd devices. ¿it should be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. ¿the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported inaccurate delivery was not identified during the investigation. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, a0709, g04067, g0301204, c0601, c16, d15, d0301 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an inaccurate delivery of bivalrudin. The bivalrudin infusion was manually programmed, and the event occurred (B)(6) 2025 at 0400-0900. There was no information provided regarding the infusion details (rate, vtbi, actual volume infused). Customer states "when the oncoming clinician came onto shift, it (the medication) was at an incorrect rate. There was patient involvement, but no harm.